Event description:
It was reported that a large volume folfusor had very slow to no flow; after 22 hours, only 60g was administered to the of total 299g. This was observed during patient use. No issues were observed during set up of the device. The device was filled with piperacillin/tazobactam 12g/240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 16, 2021 - november 17, 2021. H10:the device was received for evaluation containing 173 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out at the distal end of the flow restrictor. Force prime was attempted but flow was not observed. Microscopic inspection was performed on the flow restrictor which observed micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the air bubbles was due to improper filling technique by the user. The product¿s instructions for use (IFU) details the proper filling technique to avoid this occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.s